Event description:
It was reported that an atrial tachycardia was induced during in-office threshold testing of the left ventricular lead. The patient reportedly had a history of atrial tachycardia being induced during device interrogations. The patient could feel it but tolerated it well. The patient confirmed having felt this sensation at least twice a day for as long as they could remember. The tachycardia spontaneously terminated but recurred when threshold testing was attempted again. It was determined by a healthcare professional that this was a form of pacemaker-mediated tachycardia induced with left ventricle (lv)-only pacing. These episodes were recorded by the cardiac resynchronization therapy pacemaker (crt-p) as atrial tachycardia/atrial fibrillation (at/af). It was noted that at/af episodes would occur at times when the device feature which monitors pacing thresholds may have just run. When the patient was left ventricle (lv)-only pacing, the signal was delayed on the right atrial (ra) channel, falling outside the blanking and refractory periods, and was oversensed. As the at/af episodes were likely being triggered by lv threshold testing, the device feature which monitors pacing thresholds was turned off. It was also noted that the patient had experienced some chest pain during times of peak activity. An exercise stress test suggested the patient might have been feeling dropped beats once the crt-p had reached the upper rate limit. The upper tracking rate was increased which improved the patient¿s symptom. The crt-p and ra lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: w1tr01 crt-p implanted on (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.